Event description:
It was reported that during surgery the tissue was not taken across the entire width of the blade. There was no reported patient harm. There was a 30-60 minute delay to obtain an alternate device to complete the procedure. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone: (B)(6). G2 foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position, the reciprocating arm was worn, and the device was out of calibration. The reciprocating arm, thickness control shaft, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the tissue was not taken across the entire width of the blade. There was no reported patient harm. There was a 30-60 minute delay to obtain an alternate device to complete the procedure. Due diligence is complete for this complaint; to date no additional information or product has been received.